Manufacturer narrative:
Date of event is estimated. Date of implant date and device information was not provided. During processing of this complaint, attempts were made to obtain complete patient information. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient ipg, was deemed inoperable. As a result, the patient underwent surgical intervention, wherein the ipg was explanted and replaced to address the issue.